Event description:
It was reported to a physio-control service agent that the customer's device did not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.